Event description:
After iabp for two weeks, the iab leaked. Blood was noted in the catheter. As a result of the event the iab had to be surgically removed. Event complications: the iab was surgically removed - ) reported 2/5/97. (Pt's current status: unk - rpt'd 2/5/97.

Manufacturer narrative:
(This follow-up MDR was mailed to FDA on 7/8/97). Underwater leak testing disclosed a leak in membrane. Under microscopy, a penetration was seen within a whitish patch. Patch, when stained, exhibited typical appearance of an abrasion mark. Probable cause of difficulty: ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. Physical evidence and reported probelem are consistant with that on an iab which became entrapped and needed to be surgically removed from the pt. Smooth-edged membrane penetration(s) most likely resulted during balloon removal from pt when iab came in contact with a sharp-edged instrument. Although pt consequences of balloon penetration remain overwhelimingly benign, generallly necessitating only removal of balloon and its possible replacement, medical community is becoming increasingly aware of "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, bloog within balloon may dehydrate under continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood enters to become visible in catheter. This clot may cause balloon to become too large for percutaneous removal or to become "entrapped" in artery. Balloon entrapment necessitating surgical removal has been reported in literature and has been experienced by users of intra-aortic balloons. Co therefore urge user, as co has in co's instructions, to discontinue pumping and consider removal of balloon from pt at once if a balloon leak is suspected. If for any reason, undue resistance is met during removal of balloon, you would be well advised to call for a vascular consultation, as was done in this case.